Event description:
A 3.0mm x 30mm length endeavor rx drug-eluting coronary stent was deployed in the mid lad of a pt with no issue reported. However, it was reported that 1 month post implant, myocardial infarction was confirmed and revascularization of target lesion with deployment of another endeavor rx stent was performed. The pt is reported to be in remission, and no other clinical sequelae were reported. The physician denied the causal relationship between the event and the relevant device or procedure.

Manufacturer narrative:
(B) (4). Eval results: mi, tlr.

Event description:
The mi occurred one week prior to that previously reported. The previously reported revascularization was performed to treat restenosis. Investigator indicated that the mi and revascularization were related to the study device.